Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: pelvis,') in an adult female patient who had essure (batch no. 20222096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and miscarriage. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, metrorrhagia, headache and migraine outcome was unknown. The reporter considered device dislocation, headache, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: three coils were noted in the right tubal ostium, seven coils were noted in the left tubal ostia. Discrepancy noted insertion of date - (B)(6) 2010, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/ migration of essure device location of device: pelvis,') in an adult female patient who had essure (batch no. 20222096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery and miscarriage. Concomitant products included paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding between periods)"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, metrorrhagia, headache and migraine outcome was unknown. The reporter considered device dislocation, headache, menorrhagia, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: three coils were noted in the right tubal ostium, seven coils were noted in the left tubal ostia. Discrepancy noted insertion of date -(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Lab data updated. Lot number newly added. Events: migraine, pelvic pain were newly added. On 2-jan-2020: medical record received. Reporter information updated. Patient demographic information updated. . Other relevant history updated. Follow-up 3 and 4 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device dislocation, menorrhagia, metrorrhagia and headache outcome was unknown. The reporter considered device dislocation, headache, menorrhagia and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On, (B)(6) 2010, she implanted essure (previously reported as 2009). Injury events was updated to menorrhagia (heavy menstrual bleeding), migration, headaches, metrorrhagia (bleeding between periods). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.